Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for alleged insulin flow blocked alarm and possible under delivery anomaly found on (B)(6) 2021. Insulin pump failed the rewind test and self test. However, unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to rewind anomaly. Pump error 37 alarm was triggered during rewind testing as well. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at 00:05:16.000 during bolus in pump downloaded history. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and retainer knit line damage. In summary, customer allegation for insulin flow blocked alarm is unknown due to rewind anomaly. Unable to perform insulin flow block testing but insulin flow block found in the download history on event date. Pump error 37 alarm noted during testing. Unable to determine possible under delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received infusion flow block alarm. Customer stated that infusion flow block alarm occur all the time they fill cannula but insulin did not exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.